Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. Microscopic examination revealed that the stent was secure on the balloon; however, the middle and the distal end of the stent were damaged. The stent had flared, bent, and overlapping struts and was stretched past the tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. It was also revealed that majority of the midshaft was stretched and the inner shaft was buckled 3mm distal of the bi-component weld. Microscopic examination presented no damage or irregularities to the tip of the device. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination presented no damage or irregularities to the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-feb-2016 it was reported that crossing difficulties were encountered. The target lesion was located in the proximal right coronary artery (rca). A 32x4.50 rebel stent was advanced but failed to cross the lesion. The procedure was completed with a liberte stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.